Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing had detached where it was connected to hose with cannula tape while sitting. The site location was on the patient's abdomen and the pump was in the pocket. The infusion set had been used for one day. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, the there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.